Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded at the facility.